Event description:
Patient reported rupture on right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and red particles on the shell. A microscopic analysis was performed which identified: a sharp broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior assessed as unidentified (tear) opening.

Manufacturer narrative:
Device analysis visual analysis of the photographs identified lot number 2472301, catalog number115-253 and one extended opening.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on right side. The device remains implanted.